Event description:
Patient was admitted as a motor vehicle trauma, with a CT scan that showed extensive subdural hemorrhage. Patient had a craniotomy and evacuation of subdural hematoma on day of admission. Patient was extubated 5 days post-op and put on bipap treatments post-op day 6. On post-op day 9, the patient was receiving a breathing treatment and theravest treatment from respiratory therapy. Patient began to high pressure the ventilator, then became cyanotic, bradycardic and went into a pulseless electrical activity rhythm. Oxygen saturation dropped to 39%. Code team was called. Patient received acls measures and was then returned to the ventilator. Again patient started high pressuring the ventilator. Patient was taken off ventilator and bagged with 100% oxygen. Pall filter that was attached to ventilator was exchanged for a new pall filter- then patient was attached to ventilator and received effective ventilation. Patient developed bilateral tension pneumothorax and bilateral chest tubes were placed. Patient's condition stabilized. Patient's pupils day after the code event were dilated but reactive. 1 week after the code event, patient is in ICU, has a trach in place, opens eyes to pain, pupils are bilaterally equal and briskly reactive, patient does not follow commands, chest tube output is decreased. Left chest tube was discontinued and patient is tolerating trach mask and pulmonary hygiene treatments. Vitals are stable. Surgeon plans a bone flap early next week.patient was also on a ventilator at the time of the problem with the breathing circuit filter. The ventilator was evaluated by hospital biomed/biotech and found to be functioning as intended. The healthcare professional believes the malfunctioning filter may have caused the bilateral tension pneumothorax.